Event description:
It was reported that the physician's handheld is blocked and asking for screen alignment. A hard reset was performed; however, it was reported that the handheld was "completely blocked at the screen alignment". The physician requested a replacement programming system. A new programming device was provided to the physician.

Manufacturer narrative:
Type of device, name; corrected data: the initial MDR incorrectly reported the suspect device as the programming software. The suspect device is the programming computer. Device manufacture date; corrected data: the initial MDR incorrectly reported the suspect device as the programming software. The suspect device is the programming computer.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.